Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that the patient had their third overdischarge, and is now showing end of service (eos). The rep noted that they will talk to the patient and healthcare provider. No patient symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient has a return appointment scheduled for (B)(6) 2017. The patient¿s weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.